Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Na.

Event description:
The customer received a questionable low ise indirect gen.2 sodium result for one patient from the cobas 6000 c (501) module. The initial result was 121 mmol/l and was reported outside of the laboratory. The hospital sent the patient to the ICU and a new test was performed with a "normal" result. No specific data was provided. The original sample was then repeated with a result of 138 mmol/l. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The field service representative changed the sipper nozzle found fluid between the electrodes. He changed the electrodes and the issue was resolved. A precision check was good.